Manufacturer narrative:
Subsequently, review of the episode details and electrogram (egm) showed the device delivered three bursts of anti-tachycardia pacing (atp) and six shocks for a 1:1 arrhythmia, resulting in the exhaustion of therapies for the episode. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information that this device had a report of inappropriate shock delivery due to a sinus tachycardia or supraventricular tachycardia. There were no known or alleged adverse effects received/identified to date. The device remains implanted and in service.